Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing the up and down arrow keypad buttons were intermittently unresponsive; the ok button responded appropriately. During investigation, evidence of contamination was found under the ok, up, and down key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow keypad button was intermittently unresponsive and at times hyper responsive. The patient denied damage or moisture to the pump. The patient reportedly wore the pump attached to a belt in a case and does not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.